Manufacturer narrative:
The technical services consultant performed a longevity calculation and engineering department reviewed hex dump results. It was determined that the device was operating normally. The technical services consultant suspected that a reported variance in impedance the day of the visit, caused the shift in longevity. The clinician planned to monitor the patient monthly. No additional information is available at this time. If additional information becomes available, the event wil l be reopened.

Event description:
Boston scientific received information that this pacemaker had 1.5 years remaining, with a magnet rate of 100bpm at the beginning of a follow-up visit. After device testing, a reading of <.5 years remaining appeared and the battery status was electice replacement near (ern).